Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have damaged conductor wire insulation at the yaw; the insulation was peeled off, and no missing pieces of the conductor wire insulation were found. The internal conductor wires were exposed. The internal wire was frayed. The instrument passed the electrical continuity test. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument's wire at tip was damaged or defective. No fragment fell into the patient. The procedure was completed with no reported injury.